Event description:
It was reported that the patient was experiencing nerve stimulation and diaphragmatic stimulation from the right ventricular (rv) lead. Reprogramming was done. The lead is still in use and will be revised. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that because there was diaphragmatic stimulation from the rv lead, perforation was suspected. The lead was capped and replaced.